Manufacturer narrative:
The sample type was lithium heparin (green top tube). The customer aliquots all samples to rule out any sample integrity or fibrin clot issues. The customer uses the stat spin for 3 minutes @ 5100 rpm which has been validated by their laboratory. The customer repeats any tni-ultra result below 1.5 ng/ml. The customer service engineer (cse) performed a total service call. The tubing, fittings and bottles were checked for leaks. The wash station was inspected and dispense/aspirations were checked. The pumps, probes and syringes were all inspected. The luminometer was cleaned and inspected. No hardware issues were found. The cse ran thirty replicates of multi-diluent 11 and quality control with acceptable results. The cause for the discordant tni-ultra result is unknown. Quality control was in range at the time of the event. This is indicative of an issue which is affecting this sample only. In addition, the cse found no instrument issues which would lead to the reproducibility issue seen with this sample. Preanalytical variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, we cannot rule out preanalytical factors leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for a patient sample. The patient sample was tested twice on the same advia centaur cp and one of the replicates was high. The patient sample was repeated on an alternate advia centaur cp and the replicates matched. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.